Event description:
Reportedly, the patient never had therapeutic effect. The patient's wife states "the pump doesn't work". A dye study was performed and did not show anything wrong. The medication was confirmed to have been getting out of the pump. The patient went to the health care provider (hcp) 'every week' to have the medication adjusted. The patient had multiple adjustments to the medication dose. None of the dose adjustments affected the patient. The patient's wife felt that it was because the patient was at such a low dose and wasn't getting any relief to begin with. It was said the patient had a high tolerance for pain. The patient did not go in for the appointment in (B)(6) to adjust the dose. The patient was told the pump was scheduled to 'run out' in (B)(6). The patient reportedly received a letter in (B)(6) that the hcp would no longer see the patient. It was reported that the patient was dismissed from the provider for financial reasons. The patient's wife however thinks that the hcp "knows that the pump is recalled and that is why they do not want to see him". The patient's wife also stated they had received recall notification regarding the use of unlabeled drugs in the pump. She was wondering if this too, could be the real reason the patient had been dismissed by the doctor. The pump was delivering duramorph. They were looking for a new provider.

Event description:
It was further reported that the pump had never worked since it was implanted. Reportedly there was no medication in the pump since (B)(6) 2013 and the patient had not seen a health care provider since (B)(6) 2012 due to financial reasons. However, the reporter stated, the medication was reduced from (B)(6) 2012 to (B)(6) 2013 and when the medication ran out then saline was put in the pump. There was inquiry if ¿pain stim¿ could affect the pump from not working. There was further inquiry as to what could be done with the pump has they had ¿manipulate and flushed¿ the pump.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 16-sep-2015 and it was reported that the trial worked great. The patient was implanted with the pump and the dose was increased, but it had not helped with his pain from day one. The patient was in a lot of pain. The patient stated the pump was scaring me. As he had read about recalls. The pump was weaned down and the pump was permanently off. The patient wanted the pump removed. He had been dismissed by his physician and was looking for a physician to remove it.